Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific material and lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Technical services reached out to the customer and provided educational assistance.

Event description:
It was reported when using the unspecified bd vacutainer tube there was clotting/micro clots/fibrin clots. The following information was provided by the initial reporter. The customer stated: the "samples are clotting."